Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker system stored inappropriate atrial tachy response (atr) episodes. Technical services (ts) reviewed and advised inappropriate atr episodes were stored due to intermittent far-field oversensing. Ts provided on the presenting electrogram the far-field signal is appropriately blanked. Ts provided reprogramming recommendations. The pacemaker remains in service. No adverse patient effects were reported.